Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and decreased impedances of less than 200 ohms. Atrial tachy response (atr) episodes were also noted in the atr logbook. Boston scientific technical services (ts) discussed troubleshooting options with the lead when the patient returns to the clinic. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.